Manufacturer narrative:
(B)(4). Evaluation of the returned device found approximately 1 inch of the monofilament was exposed at the guide. The posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal. During step # 3 the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). The rest of the monofilament was pulled from the device without significant resistance. There was no product quality deficiency detected that would contribute to this event; therefore, the root cause for the link break from the cuff is undetermined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician using of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequale. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.